Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was damaged to the fio2 housing and the three-way solenoid valve was not working properly on the device. The housing and three-way solenoid valve would need replacing to address these 2 issues. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.